Manufacturer narrative:
Complaint statement (B)(4): no customer samples were provided for either of the claimed batches. We have no further complaints for either material/batch. A check of quality and production records revealed no deviations in relation to the reported error. The complaint is closed as cannot be determined.

Event description:
Customer states increased hemolysis. No responses for more information received from the customer after multiple attempts.